Manufacturer narrative:
Batch review performed on 06 april 2022: lot 2001996: (B)(4). Expiration date: 2025-05-06. No anomalies found related to the problem. (B)(4). Additional item involved in the event, batch review performed on 06 april 2022. Reverse shoulder system 04.01.0171 glenosphere 42xø24.5 (k170452) lot. 174732 lot 174732: (B)(4). Expiration date: 2022-10-12. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere, liner, and metaphysis. The surgery was completed successfully.